Event description:
It was reported that, "the drill bit did not go all the way into the nail. The doctor tapped the drill slightly and then continued drilling. The drill bit then broke and was left in the patient." No adverse consequences were reported.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the hospital. Additional information has been requested, and if it becomes available, then it will be submitted in a supplemental report.